Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be yielded. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the returned condition of the instrument, no functional testing could be performed to evaluate the reported incident; no conclusion could be reached as to what may have caused the opening issues of the jaws. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during laparoscopic cholecystectomy procedure, the device was fired and then would not open. There was no tissue in the jaws at the time. This was the initial firing. They used another like device to complete the procedure. No patient consequence was reported.

Manufacturer narrative:
(B)(4).